Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a iol became stuck in the cartridge. There was patient contact with the device and the procedure was completed the same day. Additional information was requested.

Event description:
Additional information was requested and received stating the lens was ripped in half while inserting the lens and during unfolding the lens stuck in plunger.

Manufacturer narrative:
The customer indicated the use of a qualified lens and handpiece. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Information was provided by a facility representative that the issue may be related to the "1st day" of a "new scrub tech." No further information was provided. The manufacturer internal reference number is: (B)(4).